Event description:
Information was received regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain. It was reported that the pump was removed (B)(6) 2016 due to an infection.

Manufacturer narrative:
Conclusion code no longer applies.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2016. The hcp was unsure of the device/catheter tip placement as the hcp did not implant originally. The patient first exhibited signs on (B)(6) 2016. The patient had a battery exchange on (B)(6) 2016 and the patient started to complain of confusion, dizziness, and balance issues on (B)(6) 2016. The hcp spoke with the patient daily from (B)(6) 2016. Oral opiates (opi) dosing was made initially. The patient was seen in the clinic on (B)(6) 2016 and the incision on right lower quadrant (rlq) was draining. The hcp began 2 per day intravenous (IV) vancomycin at that time x14 doses. There was a CT scan on (B)(6) 2016 and the pump was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.